Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flickering of the images was caused by the hand-piece used at the moment the indication phenomenon occurred. The following statements are found in the instruction manual on connecting and disconnecting of the video connector which may have prevented the phenomenon: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Event description:
Additional information was provided by the customer on 09mar2021. The customer stated the connector on the handpiece was the problem and not the tower. The customer experienced intermittent image loss in the middle of a cystoscopy with the handpiece and the handpiece would not stay in the socket unless they held it in place. Other handpieces have been used with the video system center and no problem has been encountered. The customer also reported the procedure was completed with the same video system center and same handpiece.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer on 09mar2021. Per the customer, the root cause of the problem was a handpiece and not the visera elite video system center. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that during a stent removal procedure, there was a momentary loss of image on the visera elite video system center. It was reported the connector socket was loose and the user had to hold the video connector in place so the doctor could keep the image present. If the video connector was moved a certain way the image would disappear. The customer reported the procedure was completed successfully. As reported, there were no consequences or impact to the patient due to this occurrence.